Manufacturer narrative:
The engineering evaluation reported in the experience was likely the result of an insufficient implant-cement-bone bond, which led to aseptic (non-infected) loosening of the femoral stem.

Event description:
Revision due to loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to loosening.